Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that an unknown alert screen displayed was by the generator, and then was displayed again after half an hour of use with the changing blade. Then the titanium tip was broken during the procedure. The broken piece was retrieved by forceps and discarded. Changed to another one to complete surgery. No patient consequences were reported. No additional information can be provided.